Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: h6 (annex g). Event summary a representative of (B)(6) informed cook on (B)(6) 2023 of an incident involving a ngage nitinol stone extractor (rpn: nge-017115) from lot # 15203941. It was reported that a basket wire was broken prior to use on (B)(6) 2023. Another device was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. Investigation ¿ evaluation reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as a visual inspection and functional test of the returned device, were conducted during the investigation. The product was returned to cook for evaluation in an open pouch with shipping tray and marketing box. The basket was severely damaged. Two of the basket wires were pulled free from the basket sheath. The basket sheath was split, kinked, and deformed. It was possible to function the handle to actuate the basket. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot, 15203941, revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other events associated with the reported device lot. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The product IFU did not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, the cause for the observed damage to the device was not determined. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, prior to an unknown procedure, while testing the 'ngage nitinol stone extractor' the user found the basket had a broken wire and did not function properly. The procedure was completed with another new device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: postal code: (B)(4), (B)(6). G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.